Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a long bipolar grasper instrument had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. Additional observation reported by site related to the customer reported complaint: the instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. Additional observations reported by site: the instrument was found to have scratch marks and abrasions on the bipolar yaw pulley. The yaw pulley was damaged next to the cable grooves. There were no missing material observed. The root cause is typically attributed to mishandling/misuse. The instrument was found to have various scratch marks removed from the main tube. The scratch marks were 0.080¿- 0.220¿ in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the long bipolar grasper (part# 471400-10/ lot# k10211004-0230) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6)2022 during a pulmonary segmentectomy procedure via system (B)(4). There were 1 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis found the long bipolar grasper instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.